Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her error 1 complaint of 2009 and alleged symptom of frequent urination. The patient reported the following to this specialist. The patient had been using her freestyle meter (non-lifescan meter) rather than her onetouch ultramini meter because the test strips reportedly were less expensive. When the patient encountered a problem with the freestyle the previous month, she located her ultramini and onetouch ultra test strips to test. Although the patient obtained an error 1 prompt with the ultramini the same day, she did not attempt to test again or to call either company. Approximately seven or eight days later, the patient reportedly developed frequent urination. The patient denied seeking medical attention or contacting her physician. She continued taking her daily 500 mg of an oral medication (she could not recall its name), stopped eating fruit, and "watched" what she ate until the symptom subsided. The patient stated, "I knew my blood sugar was high because of the symptom." This specialist advised her to also contact abbott, the company that manufactures her freestyle. Because the patient allegedly had a symptom that meets criteria for serious injury after the alleged error 1 issue began, the complaint is reported. Lifescan replaced the patient's onetouch ultramini meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.